Event description:
It was reported to boston scientific corporation in 2007, that during the initial placement of a push method enteral feeding device in a female, "the plastic pusher tube broke off when friction was placed on the tube" leaving "the end piece in the adipose tissue". "The piece was pulled successfully out through the epigastrium" and "the peg tube was secured in place after the physician reinserted the scope to check placement of the bumper." The patient's condition was reported as "fine."

Manufacturer narrative:
Three possible lots have been identified for the device. A review of the device history record (DHR) was performed on these lots; no anomalies were noted for any of the lots. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The april 2007 initial g-tube - enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.